Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the metal cap at the end of the awl broke off. It is unknown if this happened during surgery or if it was noted during the cleaning sterilization process. The inner part of the handle of the awl shows rust. Also the tip of the introducer shows a breakage; this was noted during the cleaning cycle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4), the DHR for this device was reviewed and no irregularities were found. The tips of these devices will deform and/or break if abused enough. It was noted on this returned part that one of the spring clips broke off. After review of the returned part by (B)(4) it has been determined that failure was due to misuse and perhaps over use. This part has been in the field since 2010. The failure is not associated with any manufacturing processes. No additional actions indicated. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Visual inspection: the cap broken off and the tip worn, shaft contained minimal damage. DHR no findings (B)(4): the tips of these devices will deform and/or break if abused enough. It was noted on this returned part that one of the spring clips broke off. After review of the returned part it has been determined that the failure was due to misuse and perhaps over use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter: phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: teleflex medical (presently (B)(4)) manufactured the driver for detachable temporary fixation pin, part number 389.872, lot 6381398. The certificate of compliance indicated the lot was manufactured and conformed to the specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.